Manufacturer narrative:
B3: day unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that during the setup process, the device¿s system was unable to recognize the cassette medium which occurred with no patient interaction.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. The downstream occlusion sensor was replaced and calibrated. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.